Event description:
A remstar autoa-flex device was returned to a third-party service center as part of the uno recall process with no initial alleged complaint. During the evaluation of the device, the service technician observed a burnt power connector, dust contamination and error code 53 logged. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.